Event description:
Ambulance personnel were attending to a bradycardiac pt. An attempt was made at externally pacing the pt and allegedly the operator could not get the pacer to function. A back up device was obtained and treatment to the pt continued. There were no adverse effects to the pt reported as a result of the alleged malfunction. The reporter stated that a subsequent investigation into the alleged event determined the operator had set the pacer rate higher than the pt's intrinsic heart rate.